Event description:
A customer reported that their automated external defibrillator displayed a solid green active status indicator after inserting a new battery. However, upon attempting to power on the device, it did not respond and failed to provide voice prompts. They reported that this did not occur during patient use.

Manufacturer narrative:
The AED's active status indicator is designed to blink green periodically to indicate operational readiness. If the indicator blinks red or fails to blink, the device requires servicing. The unit in question was requested for return and evaluation. Upon receipt, the reported condition was confirmed: the asi was solid green, but the device did not respond when powered on. Bench testing verified that the device failed to initialize during power-up. Further investigation identified a malfunction in the internal oscillator, which likely contributed to the device's failure to power on as expected.